Manufacturer narrative:
One device was returned for analysis. Review of service history found that device came in aug 2025 for battery compartment. Review of event log found system fault 41622. Error was replicated. Found error code 41622 when motor spin test was performed. Replaced cam shaft to resolve the report error.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump experienced error code 41622, indicating a potential motor timeout error, during infusion. There was patient involvement, and a delay in therapy occurred. The delay was considered likely not harmful; however, the extent of any clinical impact remains unclear.